Event description:
The customer reported that the device shut down when performing a 200j charge test. It would not power on again. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.